Manufacturer narrative:
Correction: d1, d4. Additional information: d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between january 18, 2023 and january 19, 2023. H11: the actual device was received for evaluation. Visual inspection was performed which observed the remaining total parenteral nutrition (tpn) solution leaking from the administration spike port bonding area. Functional leak testing was performed and a leak was observed between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.